Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their wisdom teeth are the only teeth that meet each other when they chew. Their dentist said that their other teeth use to touch. This is a contraindicated patient.